Event description:
It was reported that during a clinic check the patient's right ventricular (rv) lead exhibited loss of capture. The patient's physician increased the rv lead output voltage and ordered monitoring for the patient to determine whether the increased voltage eliminated the issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).